Event description:
No samples or pictures were returned for evaluation. The procedure record is available, but detailed engineering logs are not. The procedure drew 114 ml of whole blood, collected 5 ml of plasma, and was terminated when alert 3303 occurred due to redness in the plasma line. No fluids were reinfused to the donor. Therefore, there is no reason to believe the device or disposable set was associated with the adverse event. A field service engineer completed a tpds (test procedure data sheet). Functions and operations were verified based on the tpds checklist. The fse stated that the device passed all testing. There is no indication of a device malfunction. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
While a fresenius kabi senior plasma business consultant was visiting biolife maple grove, they observed that one plasmapheresis device had a note referencing "per medical affairs." Upon inquiry, the center manager reported that a donor had been diagnosed with sepsis following their most recent plasma donation on (B)(6). 2025. The donor reportedly required antibiotics and long-term mobility support due to involvement of the hip, and the donor's medical team stated that donation did not cause the sepsis but may have contributed to its occurrence. Biolife confirmed that no donor medical records were received. The donor's spouse was informed of the process through esis (biolife's internal insurance carrier), which was assigned responsibility for further follow-up. Biolife reported that event information was provided to esis along with a statement from the donor's spouse at the time of the event. The center indicated that, per instruction, direct contact with the donor and spouse would remain limited, and esis would manage additional communications. Therefore, the donor's hospital course and long-term outcome are not available to fresenius kabi. A device history review of the implicated aurora xi instrument (serial number (B)(6)) identified no related manufacturing non-conformances. A fresenius kabi employee performed a tpds on the device and retrieved log files and procedure records. The donor's last donation was still in the device and was successfully captured. Neither biolife, the donor, nor the donor's medical team expressed concern that the device contributed to the reported sepsis event. Given the absence of device anomalies, the lack of supporting precedent in donor safety literature, and the limited clinical data available, the causal relationship between the donation and the donor's sepsis remains inconclusive. There is no evidence that the aurora xi instrument contributed to the event. Contributory factors related to donation are biologically plausible but unproven. Fresenius kabi is reporting this event conservatively based on all of the information provided.